Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced frequent pulsatility index (pi) events. The patient appeared dehydrated and lethargic. They experienced headaches once per week and the patient was sent to the emergency department. A CT scan found non-traumatic subdural hematomas. The patient was stable in the hospital with anticoagulation held. There was a successful embolization of bilateral middle meningeal artery (mma) and left posterior frontal branch of accessory mma with large cotton wool spot near left subdural hematoma (sdh). Inr was 2.3 upon arrival to emergency department. Patient was alert and oriented to person, place, and time. No deficits were noted. Continued to hold coumadin and aspirin until follow up head CT is done on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported subdural hematomas and patient conditions could not be conclusively determined. In addition, a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. It was reported that the patient was dehydrated, lethargic, and experiencing headaches once per week. A computed tomography (CT) scan revealed non traumatic bilateral subdural hematomas. There was a successful embolization of the bilateral middle meningeal artery (mma) and left posterior frontal branch of accessory mma. There were no events or changes in patient¿s condition that may have contributed. Their international normalized ratios (inrs) had been pretty stable. The plan of care was to continue to monitor neuro status and manage their blood pressure. The account will continue to hold coumadin/aspirin until follow up head CT is done and reviewed on (B)(6) 2021. The submitted log files captured pi events, resulting in a momentary decrease in speed per design. No other atypical events were captured. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The mod cable shipped on (B)(6) 2021. The current heartmate 3 lvas instructions for use (IFU) lists bleeding and stroke as adverse events that may be associated with the use of the hm3 lvas. In addition, the IFU outlines the recommended anticoagulation regimen and the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.